Event description:
It was reported that a patient who underwent primary breast augmentation with a 325cc mentor memorygel breast implant experienced right sided rupture post procedure. As a result, explant is planned for (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture future explant date: (B)(6) 2025. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4).

Manufacturer narrative:
Additional information was received on april 9, 2025. In addition to the rupture reported initially, the patient also experienced right sided capsular contracture and bilateral ptosis. This report relates to the right prosthesis. The complaint device was discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: capsular contracture / rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on january 29, 2025. The explant date was clarified to be (B)(6) 2025. Replacement with mentor gel was performed with explant. Manufacturer¿s reference number: (B)(4).